Manufacturer narrative:
The customer ended the call before her personal or product info could be obtained. It's not possible to determine the 510k number or MFR date without the product info.

Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 104 and 220 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined the offer to troubleshoot during the call. The call ended before the customer's info could be obtained. No product will be returned.